Event description:
It was reported that the 9600 system presents a "housing is warm" message. There was no interruption in service. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified fluid inside x-ray tube cover and housing. Cleaned and dried the inside of the cover and housing. During the system investigation, it was also noted that the power cord and clock battery needed replacement. Components were replaced. The system was tested and found to be working as intended and placed back into service.